Event description:
The facility's biomed reported an infusion pump with an 810:04 failure code that was found during biomed testing. Info was requested by baxter regarding whether or not there has been a report of an incident involving this pump since the last baxter service event, but no additional info was available.